Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("difficult to treat migraines"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, migraine, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, migraine and weight increased with essure. Sample received at quality unit yes date of sample received at quality unit (B)(6) 2021. Sample description after receiving at quality unit two micro-inserts received . Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("difficult to treat migraines"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the allergy to metals, migraine, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, migraine and weight increased with essure. Most recent follow-up information incorporated above includes: on 16-feb-2021: reporter, essure indication of use, insert date and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("difficult to treat migraines"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the allergy to metals, migraine, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, migraine and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.